Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion with 95% stenosis in the distal lad. The device was inspected with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device but excessive force was not used. It is reported that the stent failed to cross the lesion. An image of the device shows that stent deformation also occurred. No patient injury is reported.

Manufacturer narrative:
The stent deformed in the body as it passes through the lesion, and the lesion was difficult to pass through. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo analysis: photo 1; photo received captures the distal part of the endeavor resolute device and device leur. Deformation appears evident to the most distal part of the stent. The lot number on the leur of the devices matches that as reported by the account. If information is provided in the future, a supplemental report will be issued.